Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 32 mg/dl; cause of bg not known. It was reported that the customer went to the emergency room and was subsequently hospitalized. Customer was treated with intravenous fluids of "sugar water" to address the bg. Customer was discharged from the hospital the next day, 10/11/2025 with the issue resolved and no permanent damage. Reportedly, customer reverted to an alternate method of insulin therapy.